Manufacturer narrative:
No 0.3 mm polymer I/a tip has been received for eval at this time, therefore, the condition of the product could not be verified. One lot number was identified with this complaint. No abnormalities that could have contributed to this issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. A root cause has not been determined. This is the last of three reports for this facility. (B)(4).

Event description:
A customer reported that burrs were seen on the tips of their polymer I/a (irrigation/aspiration) tips when opened. There was no pt involvement.